Event description:
The customer reported getting a critical device error.

Manufacturer narrative:
The customer reported getting a critical device error. The unit was evaluated at philips, and the symptom was verified. The processor and therapy pcas were replaced to resolve the issue.